Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had an unknown alarm- error code/ message. No patient involvement.

Manufacturer narrative:
Additional information added to g4, h3, h6, h10.

Event description:
It was reported that the device had an unknown alarm- error code/ message. No patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 12/02/2015 to the present date 01/09/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device had an unknown alarm- error code/ message. No patient involvement.